Event description:
It was stated that the customer had been hospitalized for high blood glucose levels several times over the past few weeks. The nurse reported a blood glucose reading of 500 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The alarm history revealed several no delivery alarms as well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.